Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. Based on the medical record review, the pt underwent ventral hernia repair with composix kugel on (B)(6) 2005. Lysis of adhesions was performed. Approx three years post implant, the pt underwent repair of a recurrent incisional hernia with a non-bard mesh. The previously placed composix kugel mesh was identified and noted to be in place. The non-bard mesh was sutured mesh to mesh for a strong holding repair. On (B)(6) 2009, the pt underwent primary repair with a non-bard onlay, and mesh. On (B)(6) 2009, the pt underwent repair of a ventral incisional hernia with no mesh. The medical records note the defect was below the previously repaired defect. The medical records provided do not indicate a device related failure as causing or contributing to the reported event. Additionally, the composix kugel mesh remains implanted.

Event description:
Based on the medical records provided by the pt's attorney: on (B)(6) 2005, pt underwent repair of ventral hernia with composix kugel. Adhesiolysis was performed. A couple defects were identified and bridged by fascial gaps. On (B)(6) 2008, pt underwent repair of recurrent large incisional hernia with non-bard mesh. The non-bard mesh was sutured together with the previously placed composix kugel. On (B)(6) 2009, pt underwent primary repair with non-bard onlay mesh. On (B)(6) 2009, pt underwent repair of ventral incisional hernia with no mesh involvement.